Event description:
The surgeon was doing a podiatry case at the time and the tourniquet did not hold. As a result, there was about 500cc of blood loss. The surgeon did not switch to another tourniquet due to sterility concerns, so he continued to work through the surgery with the tourniquet on the pt. The pt did not require any additional blood as a result of their blood loss and there was no injury or other intervention required.

Manufacturer narrative:
Device has been returned, but has not yet been investigated. Follow-up report will be filed upon investigation.